Manufacturer narrative:
The customer wore personal protective equipment and cleaned the spill with bleach. A bec field service engineer (fse) found a block in the drain tubing that caused the leak.fse replaced blocked tubing and verified system performance to published specifications.replacement parts have been ordered.

Event description:
A customer contacted beckman coulter inc. (Bec) to report a leak from liquid waste drain tubing on the unicel dxi800 access immunoassay analyzer.the customer did not question patient or assay resultsno injury or exposure was reported.